Event description:
Customer reportedly obtained results of 600mg/dl, 105mg/dl and 108mg/dl within 10 minutes on the advantage test system. No action taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. No information provided for where comparison occurred. No quality controls were used. Advantage test system: strip lot 549527, exp 2/29/08, cat/2030381.

Manufacturer narrative:
Suspect device: comfort curve test strips.